Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator exhibited oversensing of an atrial arrhythmia resulting in an inappropriate shock. The therapy zones were reprogrammed to 200 for the conditional zone and 240 beats per minute for the delivery of therapy zone. Additional information was received that this device exhibited t-wave and p-wave oversensing resulting in another inappropriate shock. During this episode, the r-wave amplitude was noted to have been low. Rythmcare then provided further troubleshoooting and programming options. This device remains in service. No additional adverse patient effects were reported.